Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with scratched display window.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Customer's blood glucose reading at the time of hospitalization was 572 mg/dl. Caller stated that the customer's insulin pump had multiple no delivery alarms and incorrect time and date. Nothing further was reported.